Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of an off no power anomaly from the insulin pump. The customer's blood glucose reading was 207 mg/dl. The customer stated that he was changing the battery and received the alarm. The customer stated that the battery he used was (B)(6) aaa alkaline. The customer stated that he did not receive a low battery alert prior to the off no power alert. The customer stated that he had multiple off no power alerts from the pump. The customer was advised to continue wear of the pump until the replacement arrives. The customer will be sent a replacement pump.